Manufacturer narrative:
The cartridge was not retained for investigation. The design history file for the cartridge lot number was reviewed and met all requirements in the manufacturing process prior to release with no related defects. All available information supports that the product was functioning as designed and there was no malfunction. The user guide includes allergic reaction as a potential risk associated with dialysis treatments and also includes warnings to monitor for potential allergic reactions. Biocompatibility of the device has been established. The patient continues to treat without issue.

Event description:
It was reported that the patient had intense itching 15 minutes after the start of treatment. The patient received 25mg of intravenous (IV) benadryl without relief. The treatment was discontinued after approximately 1 hour. The patient resumed treatment with the same cartridge product line (car-170-c) and continues to treat with no further symptoms reported.